Manufacturer narrative:
E1.initial reporter phone #: (B)(6). E1.initial reporter facility name: (B)(6) hospital. Investigation summary: bd received 1 sample and 1 photo for investigation. Evaluation of both indicated that cap/stopper assembly was attached at an angle due to a cocked stopper. Additionally, 100 retention samples from bd inventory, were visually inspected and the issue of cocked stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper based on the photo and return sample. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate 0.3ml - 0.109m 1 stopper was cocked. There was no health impact or consequences reported.